Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. Please see the updates in sections: g4, g7, h2 and h10. The OEM reported that the customer returned products from the same lot, but not the specific device from this complaint. The OEM noted that since the specific defect and its cause are unknown, no action can be defined. The OEM considered the return of these related devices for investigation and provided the following response: "since the specific defect cannot be identified without the defective product, and thus we cannot reproduce the defect with the unused products of the same batch, I do not believe that it is of benefit to investigate them. It was noted that in-process and final inspections that the products comply with the specification, no further action can be taken to analyze the root cause.".

Manufacturer narrative:
The guide wire will not be returned to the service center as it was discarded by the user facility after the procedure. The cause of the reported event cannot be determined at this time. However, the instruction manual contains several warning and caution statements in an effort to prevent damage to the guidewire. " inspect the device for any visible damage such as kinks, unwound coil, abrasion at the tip etc. Carefully and slowly withdraw the guidewire from the patient to avoid any damage. The tips of some metal instruments may cause the coating material on the guidewire to be scraped off under conditions of sharp bending or kinking. If this occurs, it is recommended that any fragments of the outer coating material be removed. While advancing or withdrawing any coated guidewire, avoid sharply bending or kinking the portion of the guidewire that extends beyond the instrument. ¿ in addition, the original equipment manufacturer (OEM) performed a DHR review. The OEM reported that the DHR review showed that the production of the involved lot was done according to the valid specifications. All process steps and all inspections were done as prescribed. There was no deviation or irregularity detected.

Event description:
The service center was informed that during a therapeutic cystoscopy procedure with stent removal, lasering of calculi and insertion of jj stent procedure, the guide wire became stuck while feeding it through an existing stent and delaminated upon removal. The issue happened at the beginning of the case while removing situ jj stent. No pieces fell off the device or into the patient. The procedure was completed. No longer stay or additional procedures needed for the patient. The procedure was prolonged by only 5-8 minutes. The intended procedure was completed as planned. There was no patient injury reported.